Event description:
It was reported that the procedure was cancelled and rescheduled post sedation. Two 1.50mm rotapro catheters and a rotapro console were selected for use in an atherectomy procedure. The patient was sedated. During preparation, the first 1.50mm rotapro started at a rotation speed of 250,000 rotations per minute (rpm), but the burr sounded very slow. It also sounded like the speed was fluctuating up and down as if the device was working harder than usual. The speed on the console remained at 250,000 rpm this entire time. The system was disconnected and reconnected, the gas pressure was checked, and the system was turned back on. The catheter was exchanged for another of the same. The second 1.50mm rotapro started at 170,000 rpm then quickly dropped to 150,000 rpm. The burr sounded like the first device did. The procedure was cancelled and rescheduled for (B)(6) 2021. Neither catheter ever entered the body. No patient complications were reported.